Event description:
It was reported that this left ventricular lead was part of a full system explant due to erosion through the skin and risk of infection. There were no adverse patient effects reported.